Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. No root cause could be found because the reported event was unconfirmed. A bd purewick urine collection system, pump tubing, collector tubing, collection canister with lid, and external power cord were returned. An in-house elbow connector was used for testing. There were no cracks present. There was slight residue present in the canister. The stop valve was working properly with no malfunctions or inhibiting suction. One of the end adapters for the collector tubing was inverted. There was light and sound indicating function. The external power cord was secure and did not come out throughout the duration of this evaluation. A DHR review is not required as the reported is unconfirmed. The reported event is unconfirmed a risk review and labeling review are not required. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had a bad connection on the original troubleshoot, so customer called back. They continued with the purewick urine collection system, and it was not suctioning/was intermittent after receiving the replacement kit. Per the sample form received via mail on (B)(6) 2024, the following events were reported: 1) initially the tube separated from connector and lost suction. The device had initially worked, and connecting the tube seemed to lose memory and separated. The tube was replaced. 2) the suction had stopped completely for two (2) weeks. Motor running electric. Placed tube in 1 quart (qt) water and ran for one (1) hour. There was no transfer to collector. Maybe valve in blue lid stuck. 3) the power cord separated too easily. The customer reported that the malfunction in purewick urine collection system resulted in serious bed sores on the patient¿s rear. Hospice treated it with honey-based ointment. The new unit was functioning at this time ((B)(6) 2024). The customer stated home use education was desirable as the hospice nurses were untrained and going by empirical knowledge. Per follow up via phone on (B)(6) 2024, a family member reported that the patient had passed away, and the device was no longer being used. The family member did not disclose the cause of death, but they stated that the patient¿s death was not caused by the purewick device.

Event description:
It was reported that the patient said bad connection on original trouble shoot, customer called back they continued with purewick urine collection system was not suctioning was intermittent after receiving the replacement the kit. Per sample form received on 26jun2024, it was reported that the malfunction in purewick urine collection system resulted in serious bed sores on rear. Hospice treated with honey-based ointment. Stated that initially attached tube separated from connector, lost suction and had initially worked. Connecting tube in purewick accessories replacement kit seemed to lose memory and the separated tube replaced. Suction stopped completely 2 weeks, motor running electric or placed tube in hot water and ran 1 hour. No transfer to collect or may be valve in blue lid stuck. Power cord separated too easily. New unit functioning at this time 10jun2024. Home use education desirable. Hospice nurses untrained and going by empirical knowledge.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.